Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the emergency room (ER) with pain under the diaphragm area. The right ventricular (rv) lead was suspected of causing diaphragmatic stimulation. The lead remains in use. No further patient complications have been reported as a result of this event.